Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 glucose data on the ilet, indicated by three lines on the display, which resolved spontaneously during initial troubleshooting and did not affect blood glucose values. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical condition and no need for medical care or hospitalization. Investigation included user education and basic troubleshooting focused on signal loss between the cgm and the ilet. Investigation of this case revealed a transient communication disruption between the cgm and the ilet without device malfunction, with data restoring promptly and normal operation resuming. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss attributable to external or environmental factors.